Event description:
The customer reported they activated a new pod on (B)(6) 2013 at 5:41 pm; their blood glucose and insulin history for the following day (B)(6) 2013.

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.